Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other complaints. Based on the information provided, a conclusive cause for the pinhole leak could not be determined. It may be possible that the balloon became damaged during removal of the protective sheath or due to interaction with associated devices during preparation; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during armada preparation per instruction for use, negative pressure was pulled when a balloon pinhole with a leak were observed. There was no patient involvement and the device was not used in a procedure. No additional information was provided regarding this device issue.